Manufacturer narrative:
On (B)(6) 2021 we were informed that the device was no longer available. Lot numbers, reference numbers, batch reviews and xrays analysis are also added in this report. Batch review performed on (B)(6) 2021: lot 2003979: (B)(4) items manufactured and released on 18-mar-2021. Expiration date: 2026-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot. 179120 batch review performed on (B)(6) 2021: lot 179120: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director: 2 weeks after revision rsa an infection occurs and partial exchange of implants must be performed, along with lavage of the area. No reason to suspect that a faulty implant is at the origin of this adverse event.

Event description:
Revision surgery was performed after 2 weeks from the last surgery due to infection. The liner and glenosphere were revised.